Event description:
The clinician reports that the day the implant was placed in ada 9, failure occurred upon insertion. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.